Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Manufacturer narrative:
A medtronic representative inspected the navigation system onsite and the computer was replaced. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect computer has been returned to the manufacturer for evaluation, however the results are not available at this time.

Event description:
A site representative reported that, while in a cranial resection case, while in the register screen, the navigation system was unresponsive. The system would show the cursor pressing buttons on the screen and the buttons would appear to respond (button would outline in green), but nothing would happen on the screen. The representative performed a hard shut down on the system and when attempting to boot it back up, message, "disc boot failure" was displayed. The system was rebooted several times with no changed. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on patient outcome. The case was completed without navigation.